Event description:
As reported by the sales rep per the user facility: reports while chemo infusing, got leaking at hub and chemo agent spilled onto patient's shirt. Additional information provided by the facility indicated the chemo did not get on the patient's skin, but was on the patient's clothing. The patient suffered no adverse affects related to the incident. She believes the set leaked at the bottom ultrasite valve / tubing connection.

Manufacturer narrative:
One used i.v set was returned to the manufacturer to be evaluated. No visual manufacturing defects were noted. The set was physically leak tested per specification. No leaks were noted on the set and the sample was found acceptable. No specific conclusions can be drawn. Although no inventory remains of the possible reported lot, the house retain samples for the reported lot were physically tested for leakage and subjected to pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. There are no other reports of this nature against the reported lot number.